Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged and prescribed eliquis post procedure. The patient had a 45-day follow-up procedure. The computed tomography (CT) scan at the follow-up procedure showed that there was a device related thrombus present on the surface of the device. The patient remained on eliquis to treat the thrombus. There were no complications or consequences as a result of this event. The patient will have a follow-up procedure at a later date.